Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on(B)(6) 2017.

Event description:
It was reported the patient had an unrelated surgery where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date.